Event description:
The manufacturer received information alleging an issue related to a dreamstation auto CPAP device. The patient is alleging of unknown allegation. There was no serious patient harm or injury. At this time, no medical intervention has been reported. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.